Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported image failure and alarm. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, the device¿s display went dark, and the alarm began sounding. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm sounded and the screen dimmed due to the sensor on the main circuit board failing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.